Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt had expired as a result of a hemorrhagic stroke post operatively. The pt was suspected to be hypertensive. The pt was on heparin medication. Palliative care was eventually initiated following the stroke. There were no signs of pt recovery. Pump support was withdrawn and the pt expired almost immediately after. The device was not explanted and an autopsy was not performed. No other info was made available.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.